Event description:
Customer reported that pump screen was unresponsive. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to use an alternate form of insulin delivery using multiple daily injections (mdi) while a replacement pump was provided by technical support.